Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was not confirmed. The main lamp illuminated as expected during testing. Testing of the device showed the scope detector did not work; when scope was connected, the front panel lights would blink. This issue was caused by a faulty scope socket. Inspection showed the device had rust on the base panel, corrosion on the front plate and cracking on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that during a procedure, the evis exera iii xenon light source's main lamp would stop illuminating and the spare lamp would switch on. The patient procedure was completed with no adverse effects.